Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was overheating. The customer¿s blood glucose level was unknown at the time of the incident. Customer performed high pressure test and it was passed. Customer reported that the bolus wizard was programmed accurately. Customer confirmed that the cannula did not came out, bent, kinked and bloody. Customer did displacement test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.